Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with sepsis. The patient's implantable cardioverter defibrillator and right atrial lead were explanted and replaced with a temporary system. The temporary system was removed on (B)(6) 2017. A replacement device and lead were implanted on the right side of the patient. The patient was stable.